Event description:
It was reported by the patient that they experienced shortness of breath and low heart rate and went to the emergency room. The patient also stated that their lead was not working properly, and the entire system was replaced. No additional information could be obtained after multiple follow-up attempts. No further patient complications have been reported as a result of this event.